Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side dense calcified capsule and superiorly double contours that could be rupture or capsular contracture baker grade unknown as per ultrasound report. Device remains implanted.

Event description:
Healthcare professional reported left side dense calcified capsule and superiorly double contours that could be rupture or capsular contracture baker grade unknown as per us report. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Healthcare professional reported left side dense calcified capsule and superiorly double contours that could be rupture or capsular contracture baker grade unknown as per us report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported left side dense calcified capsule and superiorly double contours that could be rupture or capsular contracture baker grade unknown as per us report. Device remains implanted.